Event description:
Customer reportedly obtained a result of 2.2 inr on the coaguchek xs system and 1.7 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system, however strips are unavailable for return.